Event description:
Kimberly-clark has received a complaint indicating that there was fluid strikethrough on the physician's arm during a procedure. The strikethrough was determined to be saline. There was no reports of any injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
No sample was provided for evaluation at this time. Investigation is in-process. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.